Event description:
We used a puncture device at my facility in early 2003 and found it to be helpful in locating lines for central venous catheters. However, after several uses of the product I noticed that after each use of the sterile procedure kit, the bag that enclosed the non-sterile transducer had large holes in it that allowed the non-sterile ultrasound gel and probe to contaminate the sterile field. The cause of this breach was the plastic ring that holds the bag to the probe. Each time I would force the ring over the probe it would tear large holes in corners of the bag. These breaches in the bag were large enough to allow the non-sterile transducer to be completely exposed. I called inceptio medical technologies -I believe they either distribute or manufacture this device- and after several unsuccessful tries was finally able to get a hold of an engineer. I was told that this was a known issue with their device and they were striving to fix the problem. I reminded them of the serious nature of this problem with catheter infections being the most prevalent complication associated with cvcs and that their device would increase the likelihood of this dramatically. He told me that they understood and would take immediate steps to fix the problem. We immediately discontinued use of the device and as far as I know it has not been used again in our facility. I did not hear anything more from or about this company and I had assumed that they had gone out of business as the product was very unreliable and the customer service was next to nothing. A few months ago I was visiting a colleague of mine and I noticed them using a similar ultrasound device that had a much-improved look and feel about it. Sure enough it was a new puncture device and I was glad to see they had done some work on it. However I noticed that they are still using the same bag rupturing mechanism that the old device used. I informed my colleague of this defect and sure enough the same large tears in the sterile bag that violated the sterile field were there after each use.